Event description:
Reporter initially indicated that the site's serial adapter cable was likely causing communication problems. However, when a new serial adapter cable was substituted, the communication difficulties continued. Communication could not be consistently established with the test generator. A new programming system has been sent to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.